Event description:
Healthcare professional reported approximately 3 months after injection to the cheek with juvederm voluma patient developed "swelling and nodules in the area." Patient's dermatologist prescribed steroids and antibiotics. Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and nodules as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodule at the injection area."